Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patient's supraventricular tachycardia (svt). The physician decided not to reprogram a higher rate cutoff due to the fact that the patient had documented ventricular tachycardia (vt) in that zone. There were no adverse patient effects were reported, and this product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.